Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, it is likely the following led to the malfunction: the effect of excessive force. A lens in the optical system is broken due to an impact or fall of the telescope and the image appeared blurred. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the telescope "oes elite", 4 mm, 12°, hd, autoclavable exhibited a broken connector. The issue occurred during preparation for use for an unspecified diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.